Event description:
Noise on atrial channel leading to multiple atrial monitoring episode detections. The lead is being monitored at this time.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.